Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Lot number was not received to perform device history record review. A failure analysis and determination of root cause is not possible due product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported while using the 121135 carb-bite mayo-hegar needle holder (nh) 6, the surgeon used two of the devices, both failed to hold suture. Postoperatively, after the closure of the patient on an unspecified procedure, an x-ray was taken. A foreign body was seen on the film. The scrub tech (technician) went back to the tray and noticed that the device had a broken tip. The patient was later brought back into surgery and had the needle holder tip removed. There was an unspecified injury and delay in surgery reported (unspecified time). Request for additional information has been sent.